Event description:
The customer's boyfriend reported that the customer opened the package and noticed that the sensor needle was detached and fell out. Caller also reported that the customer had been experiencing low blood glucose levels. Blood glucose level at the time of the incident was not provided. The customer's boyfriend was advised that the sensors would be replaced and will not return the products for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.